Event description:
An attempt was made to place ultrasound guided PICC line with basilic easily assessed. The introducer was placed with excellent blood return; however, it would not thread past 20 cm. Medial vein was then accessed without difficulty. The introducer was placed with excellent blood return. There was difficulty threading past 25 cm. Upon attempt to reposition by rethreading the PICC line, it would not retract past 32 cm. The line was cut at 42 cm. The interventional radiologist removed the PICC line under fluoroscopy. The catheter distal tip was knotted.